Event description:
In 2007 actual medtronic inc. Failure : the same month: the plan was to receive the medtronic inc. Implantable pain management device to help manage my back pain. Three weeks away from the surgical date, I had not received any communication from medtronic and my local physician assured me, it was protocol for medtronic to contact me. I contacted medtronic corporate customer service and was told contact phone numbers for medtronic field service could not be released, but they would send literature and the field service representative would call me. When neither happened, I called medtronic corporate customer service again and explained that we are currently a medtronic customer but that would change if I could not communicate with my local medtronic service representative. I was again told no medtronic field service phone numbers could be released but she would send literature and an urgent message to their representative. Finally, I received a call from medtronic's employee who said, he was our local medtronic contact and left his cell phone number on our answering machine. Several days past after messages were left his cell phone with no reply. My husband finally got him to answer his cell phone six days before my surgical procedure. His excuse was cell phone keypad problems. It turns out, he is a childhood friend and church member with my family and a high school friend of my husband, so I'm feeling better now. The next day, we had one last question but his cell phone voice mail was full - not accepting any messages. It's surgical day now, five days prior to original date, ready for the improved quality of life medtronic claims to provide for me. My blood work checks good, IV in my arm, surgical staff ready, but a no-show and a no-call. The surgical staff had to call employee's cell phone and ask "where are you." His excuse is someone's care broke down. I'm assuming the cell phone must have broken again and manners, too. Neither I nor my physician have received a contact - apology or otherwise from him or medtronic. What is broken here is medtronic professionalism, entry level business ethics, and basic manners. Medtronic's and medtronic's employee has disrespected me and my family; however, the god send here is dumping such an incompetent company as medtronic especially since learning the united states food and drug administration had to issue their highest and most serious class 1 recall in 2005 to protect the public and unfortunate recipients from a defective medtronic pacemaker. And this is in addition to another recent class 1 recall on 04/04/2004 to protect the public and unfortunate recipients from a different defective medtronic pacemaker. And this month on 07/03/2007, the united states food and drug administration had to issue a warning -FDA document min 07/18- to medtronic stating "your establishment manufactures implantable drug infusion and neurostimulation products" "are not in conformity with the current good manufacturing practice -cgmp- requirements of the quality system -qs- regulation found at title 21, code of federal regulations, -21 cfr- part 820." Enough history on medtronic incompetenance - they are making me sick. Time to move on to a caring and reputable supplier. Buyers and family members beware of medtronic, inc.